Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a healthcare provider regarding a patient with an implantable neurostimulator (ins) for post lumbar laminectomy syndrome and spinal pain. It was reported that hcp said the  patient's (pt's) device was depleted and they didn't know how long it has been dead for. They reported that the pt could not activate MRI mode. Technical services recommended having the pt try to charge on his own, but if unsuccessful he should follow-up with his managing hcp to interrogate and determine MRI eligibility as device may possibly be in an overdischarged state. The hcp called back later reporting that the patient's device had been off for over three years. It was reported that they tried to jumpstart it, but it was unsuccessful. Technical services redirected the managing healthcare provider (hcp) to an eligibility form and/or to discuss replacement/explant.